Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the low voltage lead exhibited a polarity switch, increase in impedance and threshold resulting in high impedance and threshold values and oversensing noise. The lead remains in use and will be followed up on in three months. No patient complications have been reported as a result of this event.